Manufacturer narrative:
This report is submitted on january 3, 2023

Event description:
The device was explanted on (B)(6) 2022 (reason for the explant is unknown). It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on march 14, 2023.